Event description:
On (B)(6) 2013, high impedance was reported. The generator was disabled. X-rays were taken and showed untypical tenor. No fracture or disconnection was visible. It is unknown if patient manipulation or trauma occur that is believed to have caused or contributed to the high impedance. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
Product analysis was performed on the returned explanted lead. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The positive coil mating end shows what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. The outer and inner silicone tubing are abraded open. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Additional information was received that x-rays were received by the manufacturer for review. Review of the x-rays did not show an obvious cause for the reported high impedance as there were no visualized lead breaks or sharp angles.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent lead replacement on (B)(6) 2013. The lead was returned for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.